Event description:
It was reported that the patient had a refill the day before this report ((B)(6) 2015) and the healthcare professional (hcp) refilled the pump with the wrong concentration and did not program the pump to reflect the new concentration. The patient stated he was not getting the programmed dose. The patient reported a change in therapy effect; at the refill they increased the bolus dose and the patient¿s pain increased. The patient stated that the ¿less medication he was getting the better he feels.¿ the patient¿s bolus dose was 40mcg/day. The patient was going to contact his hcp, though later reported he continued to have issues but had not sought further help. The pump was used to infuse bupivacaine. No intervention or outcome was reported for this event. Follow up was conducted to obtain information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, product type programmer, physician. (B)(4).